Event description:
The following was reported to gore: on (B)(6), 2024, the patient underwent an abdominal aortic aneurysm and the right common iliac artery aneurysm using a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprostheses (there contralateral leg endoprostheses, two for the right iliac artery and one for the left iliac artery). After the procedure, in the same day, a color of the right limb became not well, and the pulse was not felt well. An echo revealed an occlusion of the right limb. When the patient arrived in an operation room, a color of the left limb was not well too. An echo revealed an occlusion of the left limb as well. The thrombotic occlusion was observed where from the entire stent grafts to both common femoral arteries. An endarterectomy was performed by surgically. Then, thrombi of both limbs where from the trunk ipsilateral leg endoprosthesis were removed using a fogarty catheter. A contralateral leg endoprosthesis was implanted in both limbs from the trunk ipsilateral leg endoprosthesis using a kissing balloon technique. An angiography revealed there was no issue for the blood flow of both common femoral arteries. The patient tolerated the procedure. The physician stated that there were calcificated and mural thrombi in the distal of bilateral common femoral arteries and the condition of these arteries were not well. He also stated that the distal of bilateral common femoral arteries might had been damaged and adhered thrombi when a cut down was performed.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel. Imaging evaluation summary: the image(s) received cannot be used to perform an imaging evaluation due to the insufficient data and/or poor quality of the image(s) provided. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one radiographic jpeg image provided for evaluation. ¿ no name, date, time stamp, or demographics on the image. ¿ cannot manipulate the image in any way. (Window leveling, etc.) ¿ poor quality image. ¿ possible occlusion or partial occlusion in the distal left common iliac artery or the proximal left external iliac artery, however, cannot confirm with available image. Cannot confirm devices present. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.